Manufacturer narrative:
It was confirmed by the sales rep. That the surgeon was able to complete the surgery with a slight delay and the misalignment did not affect the surgical outcome. No additional surgery required.

Event description:
The predictive holes didn't align with the plate.